Event description:
It was reported that upon filter deployment neither the filter legs nor the filter arms opened. The physician was concerned about the filter migrating and immediately decided to retrieve the filter. While snaring, all of the filter limbs opened. After the limbs opened, the physician felt confident with the position of the filter and decided to leave the filter in place. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.